Event description:
The customer reported to quality relations (qr) that on (B) (6) 2010 a leak occurred while using the elcam three-way large bore stopcock, product code 2c6201, lot number unknown, and infusing dopamine. The drug leaked into the bed and the patient's blood pressure dropped. There is no sample available. There was no patient injury or medical intervention reported. The following additional information was provided by baxter quality relations based on a visit made to the facility on 04/19/2010: the facility indicated that they have noticed that the stopcocks have been leaking generally from the luer connection and the "neck" of the stopcock. One of the nurses present indicated that when nurses from other units work on their unit, they have indicated that they had experienced leaking with the baxter stopcock as well. The unit uses a competitor's product when administering propofol. Some samples were brought out for the nurses to examine. The samples that were shown were the stand alone 4-way large bore stopcock, 2 gang 4-way stopcock, 3 gang 4-way stopcock and the 5 gang 4-waystopcock (2c6217, 2c6218, and 2c6219 respectively). While the nurses were handling the samples, it was observed that the nurses manipulated the stopcocks in a circular manner, like one would with the 4-way stopcock versus the half turn you would employ with the 3-way stopcock. It was then explained to the nurses the correction rotation of the 3-way stopcock and the stop point was pointed out. A 3-way was then over rotated and the defect was shown to the nurses. It was explained that this is a misuse of these products, and could very likely be the cause of the leaks at the necks. They did not know that they were using the stopcock incorrectly, basically treating the 3-way as a 4-way. The nurses were very concerned about the safety of the 3-way stopcock. It was explained to the nurses that the correct product that they should be using is the 4-way unit, as essentially, that was how they were treating the 3-way unit. The nurses asked how quickly they could get the 4-way stopcocks into the unit and asked purchasing to move forward with obtaining the new stopcocks as this was a safety issue for patients. The leaks that appeared to be occurring at the luer junction when connection 2 stopcocks together, were then discussed. The nurses made it clear that the leaks were not happening at the point where the stopcock was connected to the intravenous tubing, only at stopcock to stopcock connections. It was clear from viewing and discussing their assembly technique that the nurses were not using the proper "push and twist" method of luer assembly. Baxter then explained the importance of the "push and twist to achieving a secure friction fit of the stopcock luer fittings and that the units should be connected and then rotated to line up. The nurses verbalized an understanding of the technique. They were then shown the ganged products. It was explained that the stopcocks were bonded together. The staff was now aware of potential causes for the leaks that have been occurring (improper luer assembly technique and misuse of the 3-way stopcock) and the solutions that were suggested for each of these potential causes.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-03515 addresses the other device. It was reported to boston scientific corporation that two radial jaw 3 large capacity single-use biopsy forceps were used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6), 2010. According to the complainant, at the start of the procedure the jaws/cups were confirmed to open and close. When the physician was trying to obtain a biopsy sample inside the patient, the pull wire broke from the jaws/cups. Another radial jaw 3 large capacity single-use biopsy forceps device was used and had the same result. The procedure was completed with a third radial jaw 3 large capacity single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4).there is an ongoing CAPA investigation, (B)(4), associated with this report. The root cause will be identified/addressed through the CAPA.

Manufacturer narrative:
(B) (4)a sample was not available for evaluation.